Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the bd autoshield¿ duo safety pen needle, did not activate properly. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one opened 30g x 5mm asd sample and two photos were returned from an unknown lot. No., cat. No. 329705. Activation test was carried out and no issues were observed. Unable to perform complaint lot history check due to unknown lot number. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
Correction: the manufacture location has been corrected in manufacturer name, city and state and MFR site. To list (B)(4).